Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episodes noted oversensing of noise. The tachycardia therapy of the s-ICD was deactivated, and the patient was brought in for product testing. Noise was able to be easily reproduced with arm movements in the secondary and alternate vectors. X-rays of the system were taken and sent for review. For now, the s-ICD was reprogrammed to the primary vector and remains in service. No additional adverse patient effects were reported.